Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that "during rio set up the mics did not respond when trigger was pressed. This was tried twice and it still failed. Mics was unplugged and replugged but this did not help. Also reset cutter on the option drop down menu did not help. Mics status check was done and mics failed the mics status check. We replaced the mics and the same happened for the second mics. The third mics did pass the mics status check and was used to complete the surgery. There was a surgical delay of 10 minutes." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Device history review: review of the device history records indicates 24 device(s) were manufactured and accepted into final stock on 04may2017 and 01 device(s) were rejected. Review of qt17-05-0020 indicates 01 device(s) with s/n (B)(4) were quarantined due to missing serial number on constants and a quarantine disposition was not reported. The nonconformance(s) were not related to the failure alleged in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot 42020417 shows 09 additional complaint(s) related to the failure in this investigation. These include the following (B)(4). Conclusions: the exact cause of the event could not be determined because the product was not received. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. Device not returned.

Event description:
During rio set up the mics did not respond when trigger was pressed. This was tried twice and it still failed. Mics was unplugged and replugged but this did not help. Also reset cutter on the option drop down menu did not help. Mics status check was done and mics failed the mics status check. We replaced the mics and the same happened for the second mics. The third mics did pass the mics status check and was used to complete the surgery. There was a surgical delay of 10 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During rio set up the mics did not respond when trigger was pressed. This was tried twice and it still failed. Mics was unplugged and replugged but this did not help. Also reset cutter on the option drop down menu did not help. Mics status check was done and mics failed the mics status check. We replaced the mics and the same happened for the second mics. The third mics did pass the mics status check and was used to complete the surgery. There was a surgical delay of 10 minutes.